Manufacturer narrative:
For the reported event, the hospital declined ge healthcare service representative troubleshooting. No resolution information is available.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model adu-98 anesthesia gas machine failed a leak test resulting in loss of mechanical ventilation. The report was received from a single source. The reported event did not involve a patient.